Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was readmitted due to driveline infection with a need of surgical treatment. The patient was admitted with normal left ventricular assist device (lvad) flow. Due to the surgical treatment, a change of anticoagulation from oral warfarin to IV heparin. The patient was monitored with decreased lvad flow to critical values in the last 5 days. Computed tomography (CT) angiography may have shown obstruction of the outflow graft. The patient was stable with minor dose of dopamine, and there was no need for vasopressors. Echocardiogram showed the aortic valve opening with every beat. Left ventricular end-diastolic diameter from 4.7 to 5.0cm. The hospital team was to evaluate treatment options. The event log file captured constant low flow events throughout the log file. A few fixed speed changes over the course of the data capture ranging from 3400rpm to 5500rpm. The estimated flows were mainly in the low 1lpm range and sometimes below 1lpm with pulsatility index values that are sometimes noted on the low end around 2-3 and then also noted in the 5-6 range. Given the amount of low flow events and how low the flow estimated to be, there was a possibility of an obstruction in the lvad circuit.